Event description:
It was reported that the patient was admitted to the hospital with ventricular tachycardia (vt) and required external defibrillation numerous times due to no treatment being provided by the implantable cardioverter defibrillator (ICD) device. There were no episodes detected or recorded on the device for the date of the occurrence. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies were found. Concomitant products: 5076-52 lead; 694765 lead, implanted: (B)(6) 2009. (B)(4).